Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): during administration of trastuzumab (non-hazardous drug on wrha 2016 list but reproductive risk on ahs 2024 medication list) the line went to air at the end of the infusion despite the nurse following the directions from ccmb to add 30 cc to volume to obtain proper rate and subtracting 40 cc from total volume to be infused. This mean the line had to be clamped and removed from the pump, air and medication withdrawn from line via syringe method, air expelled and medication re-instilled into the tubing and then the remainder of infusion was administered. No injury reported.